Manufacturer narrative:
(B)(4). The reported complaint could not be confirmed. The field service representative (fsr) was unable to duplicate the reported complaint. He believes the unit had been disconnected and the batteries discharged. After the user facility's clinical engineer restarted the unit the batteries were able to charge to full capacity. The unit passed all verifications and release testing. The unit operated to the manufacturer's specifications. There will be no parts returned. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the battery status light emitting diode (led) was red. The unit was rebooted and the battery led turned green. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.